Event description:
Pt's mother reported that her son had received an orbital implant in 2005. This summer the ocularist noticed that the implant was exposed. Pt had surgery in 2009 to try to correct the exposure. Pt and doctor unhappy with the results of the surgery to correct the exposure. Device was not explanted.

Manufacturer narrative:
Exposures are an anticipated possible complication with this type of surgery. A review of the literature finds exposure rates ranging from 2.5% to 21.6%. Exposures do not require the removal of the implant, so the implant was not explanted; so it could be returned for an investigation. Pt's mother complained to MFR to see what else could be done. Pt's mother did not want the doctor contacted, so we don't have any way to get more complete info regarding exact product model, size, lot or serial number of the implant.